Manufacturer narrative:
Concomitant bwi products used during the procedure: carto 3 system: model #: m-4800-01, serial #: (B)(4). Cool flow irrigation pump: model #: m-5491-02, serial #: (B)(4). Stockert rf generator: model #:m-5463-01, serial #: (B)(4). Lasso nav variable eco catheter: model #: d-1343-01-s, lot #.: 15776065l. Webster cs with auto ID catheter: model #: d-1353-03-s, lot #.: 15652602m. Regarding the biosense webster systems, the customer was contacted by bwi representative. The ep staff advised that this issue was not related to bwi systems. The customer declined system service. Manufacturer's ref. No.: (B)(4).

Event description:
It was reported by the caller that during an atrial fibrillation (afib) procedure, the patient developed cardiac tamponade. Pericardiocentesis was then performed and anticoagulants were reversed. Total of 2800 cc's of fluid was removed from the pericardial space. The patient was stable and will be observed overnight in the ICU. The effusion is no longer present under intracardiac ultrasound. Multiple attempts were done to request for further detail information such as degree of skin burn, medical intervention performed, patient's updated health status etc. However no additional information has been provided.

Manufacturer narrative:
Correction: event description was initially stated as: "multiple attempts were done to request for further detail information such as degree of skin burn, medical intervention performed, patient's updated health status etc. However no additional information has been provided." Corrected statement: "multiple attempts were done to request for further detail information such as patient's updated health status etc. However no additional information has been provided. (B)(4). It was reported that during an atrial fibrillation (afib) procedure, the patient developed cardiac tamponade. Pericardiocentesis was then performed and anticoagulants were reversed. Total of 2800 cc's of fluid was removed from the pericardial space. Upon receipt of the catheter involved in this event, visual inspection showed the catheter was in normal condition. The catheter was tested for electrical, temperature and generator tests and passed. A deflection and irrigation tests were performed, and the catheter also passed these tests. The device history record was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The IFU states that careful catheter manipulation must be performed in order to avoid cardiac damage, perforation, or tamponade.